Event description:
While preparing to use the novasure device with the surgeon, the system did not appear to function as expected. The hand probe operated briefly and then stopped working. To troubleshoot the issue, another rn, another gyn surgeon, and the novasure representative were called to the operating room. After evaluation, [redacted], the novasure representative, advised that it would be unsafe to attempt a second ablation of the uterus since the first attempt had worked momentarily. As a result, the surgeon was only able to complete a partial ablation. The pacu nurse was informed of the situation to ensure the patient received an appropriate explanation.